Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the different lighting makes the insulin pump harder to read and back light was dimmer and insulin pump was squirting insulin while priming. The customer¿s blood glucose was unknown. Customer stated that insulin pump was received unexplained no delivery alarm. Customer stated that not full battery charge to a new battery. The device will not be returned for analysis.